Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a remote manager lock failure. Over the past month, repeated rm failures were reported. The user was able to recover the failures and reboot the station; however, the issue recurred, including on the day of reporting. Nursing staff had been previously educated on recovery and prevention steps, but the failures persisted. The issue was also reported to occur while nursing staff were accessing patient profiles to view medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined there were no failures in the device. A field service engineer was unable to replicate the issue at the station and observed no failures; however, based on customer reports, the latch assembly was replaced as a precaution due to customer's complaint. The system functioned as intended when the field service engineer checked the device.